Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored and functioned properly. No alarms were noted. The pump was received with moisture damage on the motor assembly and electronic assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed clock monitor frequency error. The insulin pump also had humidity under the display. Customer's blood glucose level was 104 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.